Event description:
It was reported that during a laparoscopic gastric sleeve procedure on the first firing stroke the handle returned to the original position, the second stroke there was an unusual noise and the third firing stroke the device did a partial fire. The staple line and cut line were equal in length with malformed staples. The staple line was excised by a competitors device causing the surgeon to adjust his cut and staple line. The case was completed. Addition info: on the second stroke of the third firing there was an usual noise. The surgeon used the manual release to open the device. Once it was open, the staple line was malformed and the device had partially cut. The tissue was excised around the staple line.

Manufacturer narrative:
Date sent: 08/20/2009. Eval summary: the long60 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the mfg process.